Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Replaced test strips only due to improper storage. Send control solution also. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 275, 269 and 115 mg/dl. Customer also stated she had tested that morning and obtained a result of 200 mg/dl fasting. Customer stated the high readings started that tuesday. The customer's expected fasting blood glucose test result range is 70 - 98 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/24/2020 and customer stated the vial was opened recently. The meter memory was reviewed for previous test result history: result 1:275mg/dl 9:50am (B)(6) fasting; result 2:269mg/dl 935am (B)(6) fasting; result 3:115mg/dl 10:11am (B)(6) fasting; result 4:88mg/dl 9:16am (B)(6) fasting; result 5:90mg/dl 10:30am (B)(6) fasting. Customer state that meter are reading higher than usual. Customer does not know what her a1c is customer stated she had not had an a1c test. Customer tested this morning and got a reading of 200mg/dl fasting. High readings started this tuesday. Customer has not had any changes.